Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista was used in a thrombectomy procedure in the anterior tibial artery. During the procedure for about 100 seconds in thrombectomy mode, it was noted that the suction was not smooth as the initial phase. The physician still continued with aspiration for around 250-300 seconds but still the pump sounded not as smooth. No error message was displayed and no visible defects noted on the catheter. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.